Event description:
During generator replacement surgery, device diagnostic testing performed when the replacement generator was connected to the original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Proper generator/lead connection was confirmed and device diagnostic testing of the replacement generator alone was within normal limits, indicating a probalble issue with the original lead. Although patient consent had been obtained for replacement of the entire ncp system, the surgeon elected not to replace the lead at the time of generator replacement surgery. The patient's condition is reportedly stable. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Report is incomplete because no response has been received to manufacturer's requests for device tracking information for the original lead from the implanting hospital (via fax x1, via telephone x1). The patient was seen for follow-up by treating neurologist who has elected not to initiate stimulation following generator replacement surgery and not to explant the device. The patient has been referred for resective epilepsy surgery instead.